Event description:
A diamondback 360 coronary orbital atherectomy device (oad) was used for treatment of a lesion in the right coronary artery (rca). Following intravascular ultrasound (ivus), glideassist was used to advance the oad to the target lesion. Treatment was performed from distal to proximal. One low-speed treatment was performed proximal to distal, and the oad driveshaft fractured. The oad fragment remained on the viperwire advance guide wire and was removed on the wire. The procedure was completed with angioplasty and stent placement. There was no impact to the patient and no significant delay to the procedure.

Manufacturer narrative:
The diamondback 360 coronary orbital atherectomy device (oad) and viperwire guide wire were returned to csi for analysis. Visual examination confirmed the reported driveshaft fracture at the distal edge of the crown. Driveshaft flexing at the weld location can initiate a fatigue failure, and scanning electron microscopy analysis identified fatigue striations at the site of the driveshaft fracture. However, the exact root cause of the fracture is undetermined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. The material inspection report for the guide wire lot number could not be reviewed as the lot number was not provided. Csi ID: (B)(4).